Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported to fresenius customer service that a batch of naturalyte was resulting in low conductivity during treatment. There was no reported adverse event, serious injury, nor required medical intervention related to the event. Upon follow up, the bmt reported that during treatment the conductivity was at 13.5 ms/cm although the theoretical conductivity value (tcd) was set to 14.1 ms/cm. The patient was switched to another lot of naturalyte mid-treatment without any ill effects or adverse events. 20 cases of 3251 and 10 cases of 2251 are affected. The bmt previously scheduled a pick up for the remaining cases so they can be returned to the manufacturer. There has not been any recent service to the machine. They use bibag bicarbonate lot 20jk01011.

Manufacturer narrative:
Plant investigation: a product history review was performed. A review of the complaint management system identified 10 additional complaints related to conductivity issues with the reported lot. A review of the product inventory records for lot no. Indicated that (B)(6) of finished product were manufactured for distribution with no noted nonconformances. After reviewing the finished product release summary, it was determined that 20lxac079 met release specifications. As of 11/12/2020 no samples were returned. Samples are not needed to confirm the allegation. Through other complaint allegations of the same issue for lots 20lxac056, 20lxac058, and 20lxac076, there were companion samples available for testing which were tested at both the oregon and irving laboratories and results were found to be conflicting. Due to the conflicting results found between the laboratories, the oregon test methods were reviewed and a deficiency was found in the test method pertaining to the sodium and potassium analyte tests. Because of the deficiency found in the test method, it was determined that lot 20lxac079 did not meet release specifications and the allegation conductivity low was confirmed. In conclusion, 20lxac079 release testing was found to be compromised due to the deficient test method. A non-conformance was opened for allegations of conductivity issues and escalated to a corrective action preventative action (CAPA). The total number of complaints for this lot met the threshold, however, due to the aforementioned CAPA, no other actions were taken. Based on the investigation performed, cause was traced to manufacturing.